Event description:
It was reported via repair work order that the side rail could not be locked in place as a result of the weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.